Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 80, 160, & 311 mg/dl when all tests were performed on the advantage system. Reporter stated there were two other discrepant back to back comparisons performed on different days using the same system of 110 mg/dl versus 220 mg/dl as well as 382, 83, & 247 mg/dl. No exact timeframe between results was provided other than the reference to back to back testing. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.